Event description:
Customer reports to have received a button error alarm and was able to clear twice and was able to give a bolus delivery. Customer's blood glucose was 107 mg/dl. Customer reports of also receiving an unexpected restart alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm, no a21 alarm and no unexpected reset during our testing. The insulin pump passed the a21 error test. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.